Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the ring in the shell was bent. The shell was removed and a replacement shell was implanted.